Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0072) had dislodged. It was removed from service and replaced with an endotak down-sized plus lead (0125).